Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00196, 0002648920-2021-00197, and 0002648920-2021-00198. Medical devices: articular surface fixed bearing (ps) right 12 mm height catalog#: 42521400512 lot#: 62893912. Tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 63112154. All poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 63071579. Therapy date: an additional injection was given on (B)(6) 2021. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent two right knee injections approximately five and a half years post-implantation due to swelling. No revision procedure has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications were seen during the implant surgery. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.